Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: device not returned therefore analysis of complaint device could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the tortuous and calcified left anterior descending (lad) artery. Rotablation was attempted with two rotalink¿ advancers and a 1.25mm rotalink¿ burr however was unable to maintain rpm's. A 2.50x12mm promus premier¿ drug-eluting stent was then advanced with the support of a guidezilla¿ guide extension catheter. However, while trying to place the stent, the stent came off of the balloon. The stent was able to be retrieved out of the patient's body. No patient complications were reported.